Event description:
It was reported by a company rep that a vns pt experienced an increase in seizures due to unk reason. A blc was performed on the pt's generator and with the available programming history it was determined that the generator was at .15 yrs until eri = yes. Further info from a company rep indicated that the pt was referred to prophylactics replacement due to the increase in seizures. The treating neurologist attributed the pt's increase in seizures to loss of therapy and elevation of dc dc code. F/u by a company revealed that the dc dc code was 4, which was a normal value. The info was communicated to the treating physician. Interventions planned were to replace the pt's generator.